Event description:
During trouble shooting of a check heater line alarm which occurred on the homechoice (hc) during use. The registered nurse (rn) stated that she had only changed out the cassette and the alarm reoccurred. The baxter technical service representative (tsr) explained to rn that the setup was compromised. The tsr advised the rn to never disconnect and reconnect bags. The tsr assisted in ending the therapy. The tsr advised rn to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted registered nurse (rn) on (B)(6) 2012 regarding the check heater line alarm. The rn reported that the issue was resolved, but she did not know the cause of the alarm. Per the rn, there were no loose connections or defects on the supplies. Per rn, the home patient (hp) did not have any injury or harm as a result of this incident. The rg stated that the hp was doing fine and continuing therapy without issues. The rn stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The complaint was confirmed but the assignable cause for use error was undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.